Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) visited the clinic after experiencing a syncopal episode. The crt-p was interrogated, and the health care professional (hcp) called technical services (ts) and requested a review of the device presenting electrogram (egm). Upon review, ts observed right atrial (ra) undersensing on the presenting egm. No arrhythmia episodes were recorded in the collection period and the device appeared to be operating as programmed. Ts discussed possible programming optimization options with the hcp. The crt-p remains in service. No adverse patient effects were reported.